Event description:
The lay user/patient contacted lifescan alleging the meter has a glare/reflection that makes the display hard to read. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.